Event description:
The customer reported being in the hospital for four days with high blood glucose of 310mg/dl and diabetes ketoacidosis. The customer stated that the cannula was bent and caused her blood glucose to rise. The customer experienced vomiting and dizziness. The customer stated that the insulin pump was removed at time of admission and she was on insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.